Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional broke into two pieces.

Manufacturer narrative:
Visual evaluation of the returned piece confirmed that the device was fractured at least in two pieces. More than half was not returned as the device reportedly broke during cleaning and sterilization. The returned piece features a fracture line that extends diagonally from around the tip of the posterior notch on one side at the base of the locking post to the anterior edge of the opposite condylar surface. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. It is considered that the root cause is a previously addressed design issue.